Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd introsyte-n¿ 26 ga (1.9f) experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 384021, batch no: 9116940. Event description: the nurse educator reported an issue with the introsyte-n introducer that came inside their argon PICC tray lot #11291792, ref #384835. The nurse noted that the clinician was successful in placing the line and needed to remove the introducer. When she pulled back on the purple piece to break it apart, the one side completely broke off instead of peeling back for removal. The clinician was unable to get the plastic piece of the introducer to pull back and be able to be removed from the infant. The only way to dispose of the introducer was to pull the line out completely. The infant was not harmed but it did lead to the infant needing to be stuck a second time. The nurse also noted that this has happened previously with the same introsyte-n introducer with the same lot/batch number as noted above. The account has the devices and will send in for analysis. No one harmed, but second stick required.

Event description:
It was reported that 2 bd introsyte-n¿ 26 ga (1.9f) experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 384021 batch no: 9116940 event description: the nurse educator reported an issue with the introsyte-n introducer that came inside their argon PICC tray lot #11291792, ref #384835. The nurse noted that the clinician was successful in placing the line and needed to remove the introducer. When she pulled back on the purple piece to break it apart, the one side completely broke off instead of peeling back for removal. The clinician was unable to get the plastic piece of the introducer to pull back and be able to be removed from the infant. The only way to dispose of the introducer was to pull the line out completely. The infant was not harmed but it did lead to the infant needing to be stuck a second time. The nurse also noted that this has happened previously with the same introsyte-n introducer with the same lot/batch number as noted above. The account has the devices and will send in for analysis. No one harmed, but second stick required

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three introsyte-n introducers for evaluation of this incident. Unit 1 consists of the introducer without packaging. The introducer was received in three portions. Unit 2 consists of the introducer in two portions and the top web (label) from the unit package. Unit 3 is a representative unit which consists of a introsyte-n introducer within a sealed package from reference number 384021, lot number 9116940. All components are present and intact. Visual observations with unit #1 revealed that the unit has an incorrect break and peel which resulted in a jagged separation of the tabs and break from the tubing. Further microscopic evaluation revealed there is no skive line present on the tubing. This defect confirms the reported issue. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect being material related. The visual observation for unit #2 reveal that the unit has an incorrect peel which resulted in a jagged separation of the tabs and a break from the tubing. Microscopic evaluation reveals that there is a skive line present on both sides of the unit that runs the full length of the tubing. The break of the tubing from the tab appears to have resulted because the attempted separation (peel) has been deviated from the skive line. This is likely a result of user error. Unit #3 met and performed per the required manufacturing specifications. The unit demonstrated to have an acceptable crack and peel when correct splitting was performed on this unit, thus separating into two portions from the tabs to the tip of the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.